Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested. (B)(4).

Event description:
A surgeon reported having a patient with a discolored intraocular lens (iol) that was implanted ten years ago. There is a slight decrease in vision unilaterally, but the patient has not reported any complaints. Additional information has been requested.